Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing of the device with a green cartridge, the device did not complete the full three lines of staples. The staples did not come out of the cartridge on a portion of the staple line on the patient's side. The staple line was oversewed and a new device was opened to complete the procedure. There was no patient consequence. The first firing was a green cartridge and the patient¿s bmi was unknown.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition, the pan was noted to be partially engaged at proximal end left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.